Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had lost power and the battery compartment was cracked. Reportedly, the battery cap was undamaged and it was able to fasten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On investigation, the alleged power issue was verified in the black box and duplicated in the evaluation. Review of the black box data found records of unexplained power interruption. Battery compartment crack was found along the side of the compartment. The threads on the battery cap were stripped. The battery cap contact measurements were within specifications. Using the returned battery cap, the pump failed to power up because the returned cap was unable to maintain proper electrical contacts. A test cap was used for the remaining evaluations. The pump powered up to the display with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any power interruptions. Pump casing was opened and no damages were found to the power circuit. Unrelated to the complaint, the bolus button cover was torn while the button responded properly to presses. Damages were found to the cartridge compartment while the cartridge cap was able to attach properly to the pump. (B)(4).